Event description:
During baxter's evaluation it was found that a spectrum pump experienced a system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of system error 322 through observation of the alarm during evaluation. Evaluation was unable to determine the cause. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.